Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that no error was displayed. After running the main board through the automated test console, all tests passed. The log was reviewed and the reported error number was verified in the log. Conclusion: the reported event was confirmed and verified in the log, however the error could not be reproduced on the bench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was also noted that the battery contacts and battery drawer/chamber were contaminated. As a result a new main board was placed. The battery drawer was also cleaned. The device then passed all testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported there was a self test error. The epg (external pulse generator) was returned for service. It was analyzed and tested out of specification. There was no patient involvement.